Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the mobile viewing station (mvs) was found to shut down within one minute of being unplugged and the ups was replaced. The imaging system then passed the system checkout and was found to be fully functional. The ups power supply has been returned to the manufacturer and is currently under analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the uninterruptible power supply (ups) was showing an error message within 10 seconds of being unplugged. The issue was reported to have occurred in the past, and has consistently become worse, "displaying faster and faster". No patient was present at the time this issue was observed.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for evaluation. After performance testing they were unable to confirm the reported issue. The battery was charge for six hours, tests were then performed and all tests passed. There were no functional problems found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the uninterruptible power supply (ups) was showing an error message within 10 seconds of being unplugged. The issue has occurred before and is consistently getting worse and displaying faster and faster. No patient was present.